Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: left essure device in the in theproximal fallopian tube with extension into the uterine cavity/ migration of essure device location of device: uterine cavity/ failure to occlude (close) fallopian tube(s)uterine cavity') in a 33-year-old female patient who had essure (batch no. C91768) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: paragard from 2011 to (B)(6)2013. Past adverse reactions to the above products included device expulsion with paragard. Concurrent conditions included headache (not recovered prior to essure) since 1998, left lower quadrant pain, pelvic discomfort, cramp in lower abdomen, pain, paratubal cyst, right lower quadrant pain and uterine fibroid. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from (B)(6) 2013 to (B)(6) 2015 for birth control as well as macrogol 3350 (miralax) from (B)(6)2014 to (B)(6)2015. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression anxiety/psych injury") and anxiety ("mental anguish/psych injury, mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain/abdominal,chronic"). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 months 3 days after insertion of essure. On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown, the pelvic pain had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain and migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6)2015: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event physical pain/ pelvic pain was updated to recovered. Lab data and reporter details added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: left essure device in the in theproximal fallopian tube with extension into the uterine cavity/ migration of essure device location of device: uterine cavity/ failure to occlude (close) fallopian tube(s)uterine cavity') in a 33-year-old female patient who had essure (batch no. C91768) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: paragard from 2011 to december 2013. Past adverse reactions to the above products included device expulsion with paragard. Concurrent conditions included headache (not recovered prior to essure) since 1998, left lower quadrant pain, pelvic discomfort, cramp in lower abdomen, pain, paratubal cyst, right lower quadrant pain and uterine fibroid. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from december 2013 to june 2015 for birth control as well as macrogol 3350 (miralax) from 11-nov-2014 to 7-jan-2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression anxiety/psych injury") and anxiety ("mental anguish/psych injury, mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain/abdominal,chronic"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 months 3 days after insertion of essure. On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown, the pelvic pain had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain and migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2015: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. Batch no c91768 production date 2014-08-04 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: left essure device in the in theproximal fallopian tube with extension into the uterine cavity/ migration of essure device location of device: uterine cavity/ failure to occlude (close) fallopian tube(s)') in a 33-year-old female patient who had essure (batch no. C91768) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard from 2011 to (B)(6) 2013. Past adverse reactions to the above products included device expulsion with paragard. Concurrent conditions included headache (not recovered prior to essure) since 1998, left lower quadrant pain, pelvic discomfort, cramp in lower abdomen, pain, paratubal cyst, right lower quadrant pain and uterine fibroid. Concomitant products included macrogol 3350 (miralax) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("depression anxiety/psych injury"), anxiety ("mental anguish/psych injury") and abdominal pain ("abdominal pain/abdominal,chronic"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 months 3 days after insertion of essure. On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2015: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migrated left essure coil in uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: left essure device in the in theproximal fallopian tube with extension into the uterine cavity/ migration of essure device location of device: uterine cavity/ failure to occlude (close) fallopian tube(s)') in a (B)(6) year old female patient who had essure (batch no. C91768) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard from 2011 to (B)(6) 2013. Past adverse reactions to the above products included device expulsion with paragard. Concurrent conditions included headache (not recovered prior to essure) since 1998, left lower quadrant pain, pelvic discomfort, cramp in lower abdomen, pain, paratubal cyst, right lower quadrant pain and uterine fibroid. Concomitant products included macrogol 3350 (miralax) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("depression anxiety/psych injury"), anxiety ("mental anguish/psych injury") and abdominal pain ("abdominal pain/abdominal,chronic"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 months 3 days after insertion of essure. On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with alprazolam (xanax), butalbital;caffeine; paracetamol (fioricet) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded; on (B)(6) 2015: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migrated left essure coil in uterine cavity. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: malposition of essure device: left essure device in the in the proximal fallopian tube with extension into the uterine cavity/ migration of essure device location of device: uterine cavity/ failure to occlude (close) fallopian tube(s), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression anxiety/psych injury, mental anguish/psych injury, migraines / headaches, abdominal pain/abdominal chronic were added. Essure implant and explant date, lot number, concurrent condition and concomitant medication were added. Outcome for events pelvic pain and abdominal pain were resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.